Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information not provided in the initial report. The following section was corrected: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reproduction of the phenomenon ¿the image is not displayed¿ has not been confirmed. It was confirmed that the image is breaking up due to breakage of the video connector socket. It was also confirmed that defective surgical detection occurred due to failure of the connecting socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during an unknown event. There were no reports of patient harm.